Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A cartridge change was performed resolving the occlusion. Additionally, it was reported that an unexpected reset occurred. Customer¿s blood glucose level was in 66-140 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.